Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t-wave oversensing resulting in several inappropriate shocks and hospitalization. Device data was sent to rhythmcare for review. Data review determined the shock impedance was noted to be high, however remained within normal limits. An automatic setup was completed; however, all vectors failed due to a low r-wave to t-wave ratio. The shock therapy was programmed off until further intervention can be determined. No additional adverse patient effects were reported.